Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's blood glucose was unknown. It was reported that the customer was hospitalized on (B)(6) 2015 due to a bent needle and high blood glucose levels that were out of control. The customer's blood glucose at the time of admission was 596 mg/dl. The customer stated that she was attempting to prime, and she was notified that the insulin was not delivering. The customer confirmed that she had received a no delivery alarm while trying to prime a new infusion set. The customer declined troubleshooting at the time of the call. The customer stated that she would call back in order to troubleshoot. Nothing further reported.